Event description:
It was reported that a patient experienced a rash on her arms, chest and between her fingers after she had a successful deployment of a resolute integrity (rx) drug eluting stent. The physician switched her dapt from effiant to plavix and no change was reported. She has also been to a dermatologist and has had no success in diagnosing her rash. No other clinical sequaela were reported.

Manufacturer narrative:
Evaluation: results: (limited information, not possible to determine a root cause). Inherent risk of procedure (rash, allergic reaction). Conclusion: known inherent risk of procedure (rash, allergic reaction). Unable to confirm complaint (limited information, not possible to determine a root cause), (B)(4).